Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the front coupler where the attachments attach came out in the middle on the small battery drive device. It was further reported that the ball bearing also came out. There was a seven to ten minutes delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was separated. It was further determined that the coupling head came off the device, there was corrosion inside the device, the gear sleeve was stuck to the housing plate and there was corrosion the on trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from improper cleaning/care and immersion. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.